Event description:
It was reported that during a hip procedure to replace the metal liner with a poly liner, the liner could not be removed from the cup regardless of extractors used. Because the liner could not be removed, the surgeon decided to continue using the prosthesis. There was no known impact or consequences to the patient.Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4)G2: Foreign ¿ Event occurred in Japan.The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MedWatch 3500A will be submitted.